Manufacturer narrative:
Additional information was received that the patient decided not to move forward with the revision at this time. No further course of action. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the patient will undergo an explant procedure. Additional suspect medical device component involved in the event: model#: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator

Event description:
A report was received that the patient was experiencing loss of stimulation. High impedances were noted on several contacts as confirmed by database analysis. X-ray was taken and revealed lead fracture. The patient will undergo a lead revision procedure.

Manufacturer narrative:
.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. Lead fracture was suspected due to x-ray evidence. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing loss of stimulation. High impedances were noted on several contacts as confirmed by database analysis. X-ray was taken and revealed lead fracture. The patient will undergo a lead revision procedure.

Event description:
A report was received that the patient was experiencing loss of stimulation. High impedances were noted on several contacts as confirmed by database analysis. X-ray was taken and revealed lead fracture. The patient will undergo a lead revision procedure.

Event description:
A report was received that the patient was experiencing loss of stimulation. High impedances were noted on several contacts as confirmed by database analysis. X-ray was taken and revealed lead fracture. The patient will undergo a lead revision procedure.